Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted the lead had low pacing impedance and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.